Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023 where the system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-02228. It was reported that after multiple falls the patients leads showed high impedances resulting in ineffective therapy and the inability to enter MRI mode. Surgical intervention may be taken at a later date to address the issue.